Event description:
When the dr attempted to remove the guide wire from the catheter, it could not be removed and the guide wire stretched. Both the guide wire and the catheter were removed together, and the procedure was safely completed using another kit. There was no reported short-term or permanent impairment as a result of this incident.

Manufacturer narrative:
The investigation is in process, and a follow-up report will be submitted when the results are completed.